Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On 09-oct-2019 it was reported that a pump flip was suspected. Images were taken but were not definitive. The event date was asked but was reported to be unknown. No patient symptoms were reported. No further complications have been reported as a result of this event.